Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided during one event; the customer could not remember the date. Elevated blood glucose was addressed with a manual dose injection. The customer addressed all occlusions by changing pump supplies and resuming insulin.